Event description:
During a laparoscopic cholecystectomy procedure, the instrument did not fire properly and the staples did not from properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury.